Event description:
It was reported that cartridge was not fully snapped into pump, and customer found cartridge o-ring sitting on pneumatic tap area. There was no reported impact to the customer¿s blood glucose level. Customer removed misplaced o-ring, cleaned pneumatic tap area as instructed, confirmed cartridge o-ring was intact, reloaded cartridge through pump load menu, and successfully resumed insulin therapy with no further issues reported.